Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed for provided material number 306565 and lot number 0057950. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging flow wrap, no tip cap and no saline solution. The plunger rod-rubber stopper is all the way down. Based on the investigation and with no physical sample analysis the symptom reported by the customer could not be confirmed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: with no sample analysis a probable root cause could not be offered. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that syringe 10ml posiflush la plunger was difficult to move. The following information was provided by the initial reporter: there was resistance when pushing the plunger, to administer sodium chloride through the catheter.